Event description:
Customer stated that there was a emergency room visit for high blood glucose. Blood glucose at the time of emergency room visit was 480 mg/dl. The description of the customer's complaint was diabetic ketoacidosis and the pump was not delivering insulin. Customer was wearing the pump at the time of the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).